Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant low hemoglobin (hgb) result on the advia 2120 without autosampler instrument. The fse confirmed with the customer that only one patient sample had been affected, that the patient sample had not flagged and that the calculated results matched closely to the measured results. The customer confirmed that since reporting the issue, they have not observed a similar patient sample issue. The fse ran several whole blood samples in replicate and noted that the results were stable. The fse checked the operation of the diaphragm pumps and the sheath/rinse delivery, which were good. However, the fse did note that during a hgb baseline operation that the rinse was not filling correctly and found that the sheath/rinse straw was not filling correctly and that the sheath/rinse straw check valve was not operating well. The fse fitted an in line check valve and the issue was resolved. The fse ran further whole blood replicates, which produced stable results, ran controls, returned the instrument for customer use and monitored the system while on site. The customer reported no issues and will continue to monitor the instrument. The cause of the event is a defective sheath/rinse straw. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant low hemoglobin (hgb) result was obtained on one patient sample on the advia 2120 without autosampler instrument. The discordant low hgb result was not reported to the physician. The lis alerted the customer of a delta hemoglobin and repeated the sample. The repeat result was higher and consistent with a previous reading from the same patient. It is unknown if the repeat patient result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low hgb result.